Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the nasolabial folds with 1.0ml of juvéderm® voluma¿ with lidocaine and in the chin, and jw 1,2,3 with 2.0ml of juvéderm® volux¿. Nine days later, the patient experienced an ¿inflammatory reaction with drainage of hyaluronic acid-appearing material¿ at the injection areas. The patient had cultures for anaerobic bacteria and baar performed. The patient was treated with ¿deflazacort 45 mg orally daily, clarithromycin 250 mg orally every 12 hours.¿ symptoms have resolved. This is the same event and the same patient reported under patient identifier (B)(6); (emdr-75112). This emdr is being submitted for the suspect product, juvéderm® volux¿.